Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a damaged keypad and #9 key was permanently activated. Service evaluation verified the keypad issue. The cause was identified to be the keypad and the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device experienced a damaged keypad and the number 9 key was permanently activated. No additional information in available.